Event description:
It was reported that the battery gauge was fluctuating intermittently. Additionally, it was reported that the insulin gauge was intermittently inaccurate. It was also reported that the pump intermittently shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the reported issues; however, no response was received from the customer. There

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.